Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2012 at 12:13:05. During night drain cycle three, the patient's ultrafiltration reading was 156ml, indicating the home patient (hp) drained 126ml more than their maximum programmed fill volume of 200ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. The cause was determined to be that the sure had set the tidal total ultrafiltration removal set low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.